Event description:
It was reported that a pump was repeatedly alarming for air-in-line. It was also reported that this malfunction did not occur during infusion therapy or contribute to any pt injury.

Manufacturer narrative:
(B)(4). This device was received and evaluated by baxter. The reported symptom of "constant air-in-line alarms" was confirmed and attributed to a failed upstream sensor. The upstream sensor/pusher will be replaced.